Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 487 mg/dl. The customer's husband stated that insulin did not exit during a fixed prime. During troubleshooting, the customer was able to push insulin slowly through the tubing using the plunger. Insulin exited the tubing during a manual prime. Advised the customer that the insulin pump was working as designed and that the alarm was caused by an infusion set or reservoir occlusion. The caller stated that the customer had woken up with a blood glucose reading in the 400 mg/dl range. The husband called a second time reporting more no delivery alarms and a blood glucose reading as high as 546 mg/dl. The customer treated with 10.6 units of insulin via manual injection. The customer's husband declined further troubleshoot and advised that he would contact a doctor regarding replacement of the device. The most recent blood glucose reading was 412 mg/dl. Nothing further reported.